Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw4164 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the catheter following package opening, a hair was found at the tip of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fiber in the kit was inconclusive due to the sample condition. A single photograph of a 4fr s/l groshong catheter within a plastic tray was returned for evaluation. Near the distal end of the catheter, a small dark fiber was seen in the tray, laying across the catheter. It could not be determined from the photograph if the kit was still sealed or if it had been opened. Therefore, it could not be independently confirmed if the fiber had been packaged in the kit or if it was introduced into the tray after opening the tray. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The report of foreign material within the packaging has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when checking the catheter following package opening, a hair was found at the tip of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair on a catheter is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong clearvue catheter with a flushing hub and stiffening stylet inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. The catheter was returned loose and outside of any packaging. A microscopic observation revealed several small fibers on the exterior surface of the returned catheter; however, it was not possible to determine the origin of these fibers due to the state of the returned sample. One photograph was also returned for evaluation and appears to be of the returned sample. A small, dark fiber could be seen on the catheter tubing in the returned photograph. It could not be discerned from this photograph if the catheter was within sealed packaging. The hair alleged to be found on the catheter after opening of the sealed package could not be found on the returned sample. Additionally, it was not possible to confirm if a hair was within a sealed package from the returned photograph or sample; therefore, this complaint is inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when checking the catheter following package opening, a hair was found at the tip of the catheter. No other information was provided.